Event description:
Reporter alleged the customer obtained a reading of 475 mg/dl on the advantage system and she gave him 8 units of regular insulin. Reporter stated that 2 hours later, she found him unconscious, gave him orange juice, and called the emts after obtaining a result of 98 mg/dl on the same advantage system. Reporter stated that the emts obtained a result of 61 mg/dl on their system, 15 minutes later, and treated the customer with glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.